Event description:
Pt underwent cardiac catheterization. The procedure was uneventful with no complications reported. Following the procedure, hemostatsis was obtained with a combination of a perclose device and an angio-seal closure device. Subsequent to discharge, the pt developed right inguinal discomfort (site of catheter insertion). Pt did have golf ball size hematoma. Attending physician at local community hosp instructed pt to apply warm compresses to area; however, did not prescribe antibiotics. Pt then was referred to an orthopedic surgeon for knee soreness complaints. The orthopedic surgeon instructed pt to either return to attending physician or local hosp for groin discomfort. Local community hosp transferred pt to rptr's hosp. Hematology revealed a wbc as high as 22.4. Pt underwent debridement of wound and expired from sepsis complications. Rptr reviewed the records and discussed the situation with cardiologist who performed procedure. He indicated he did not believe the infection developed due to the insertion of the angioseal device. He stated he has used the angioseal device essentially on hundred occasions without difficulty or complications. Therefore, he did not bring this issue to the attention of risk mgmt as he did not believe the device "caused or contributed to" the staph infection and subsequent sepsis-related death. He indicated staph infections develop as a result of the incision in the skin surface and not necessarily due to collagen plug insertion.